Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred with the dialyzer fibers. The blood leak was visually observed and occurred within fifteen minutes after the initiation of treatment. The estimated blood loss was 100ml. The machine did alarm appropriately. No damage to the dialyzer was observed. The pt did not experience any adverse effects or seek medical attention. Blood cultures were drawn as a precautionary measure and the pt completed his treatment on a different machine with a new set-up. The actual sample is not available for evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed wet fibers (an indication of blood leak/contamination) as well as multiple short fibers on the cavity ID end at approximately 160 degrees (with the dialysate port being 0 degrees) there were no indications of external damage. The dialyzer was subjected to a bubble point test in which bubbles were noted at cavity ID end from the potting cut surface. The interior surface of the cavity ID end was examined for a void but there was not one indicated. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.